Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that when attempting to take biopsies the biopsy device did not fire and did not collect a sample. Under normal circumstances, providers are able to obtain 2-3 samples per device. However, with the affected lots, they have consistently found that while the first sample is obtained without issue, any subsequent samples become shredded and unusable. No patient injury to report.